Event description:
The affiliate reported that after verifying pressure, it was noticed that the programming pressure was changed to a range of 80. Radiography showed a pressure range of 120. No other details were reported.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that during the investigation it was found that the transmitter cable is damaged. The damage appears to be consistent with user handling. This however could not be confirmed. The programmer was tested according to specifications and all tests concluded that the device performed in accordance with our internal test method. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.